Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set, when used with a novum iq large volume pump, under-infused. During heparin therapy in the surgical and vascular intensive care unit (svicu), a patient¿s anti-xa level remained the same (<0.04) four hours after the last anti-xa result, despite up-titrating the heparin drip. When checked, the bag was found full for a drip that had been running for 12 plus hours. The volume in the bag was measured with a remaining volume of about 400ml. The volume to be infused on the pump read 266ml; therefore, about a 150ml difference from the actual measured volume. The patient experienced a severe under-infusion of heparin and was not anticoagulated as required. No further information was available at the time of this report.